Event description:
The patient reported experiencing elevated blood glucose of up to 420 mg/dl due to the infusion tubing of the infusion set separating at the luer connection. He changed the infusion set and bolused through the infusion device to lower his blood glucose. His normal blood glucose level is 140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. The patient will return unused infusion sets from the affected lot.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.